Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, self-test, and unexpected restart error test. There were no unexpected no delivery alarms or unexpected restart error alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. There were no frozen screens were noted. The pump was received with a cracked case at the display window corners, cracked reservoir tube, and cracked battery tube threads. The pump was received with a minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a frozen display on the insulin pump. Customer's blood glucose was 145 mg/dl. Customer stated that there is no response from any button. Customer stated that the screen is not totally blank and there is a closed circle on the display. Customer stated that no alarms occurred during or after the time that the buttons were not responding. Customer stated that the pump buttons did not begin to work in less than 5 minutes without a battery change. Customer stated that they do not have a remote to test the pump response. Customer stated that the pump is still frozen with no advancement of the time. Customer stated that the pump did alarm after battery insertion. Customer had an unexpected restart alarm. Customer was assisted in clearing the alarms. Customer stated that the alarm did not clear. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.